Event description:
I am having strange activity with my implanted device, headaches, paralysis of my body and pain in all extremities, now hearing strange things from my hearing processors which cannot be explained by any other audiology appointments I have been to previously and have seen multiple people to try and figure out the cause of these thunderclap headaches they are calling them with no explanation for, but I have had various tests including angiogram to see if I was having strokes but that was clear of any issues. Tomorrow I will not be local but will be back at the end of the week so that I can answer any questions you have. I do need urgent assistance from you as soon as possible.